Event description:
Five radiotherapy fractions to the brain were delivered to a pt, and at the 6th treatment the therapists edited the setup fields on the 4d treatment console (4dtc). This created a plan revision. The pt became anxious and had to be removed from the table before treating the remaining 3 treatment fields. The plan was closed at the 4dtc, but left in the queue to treat the remaining fields later. When the pt returned, the plan could not load because the revision created at the 4dtc needed to be re-approved for treatment. When attempting to re-approve, the user reported receiving a displayed message stating that the plan can not be treatment approve because imrt fields did not contain actual fluences, so the user re-calculated the revised plan in eclipse. The resulting dose distribution did not match the original plan that they were attempting to reproduce, and the monitor units (mu) were different. Somehow these details went unnoticed by the user and the plan was moved to treatment and treated for 4 days before the discrepancy was noticed. The optic chiasm and both optic nerves received approx 156% of the original weekly prescribed dose. The target received 137% of the weekly prescribed dose. The user stated that they were able to modify the pt's remaining plan to correct the dose distribution to within 5% of the planned prescription.

Manufacturer narrative:
This issue, as originally reported by the user, did not indicate a serious injury to the pt, as the pt's plan was adjusted so as to finish with the correct total prescribed dose. However, after a subsequent investigation and eval of the sequence of events required to reproduce this type of event, varian has determined that a potential serious injury can not be ruled out should this event recur. The user, once they attempted to bring the plan up again from the queue after the plan revision, received appropriate screen messages stating that the plan "cannot be treatment approved because imrt fields do not contain actual fluences". Once a plan with split-fields is approved and saved in eclipse, the fluences are removed. The preferred method to resolve this situation at the 4dtc, once actual fluence has been removed from a split-filed plan, is to go back in eclipse and copy/paste the original non-split plan, edit the set-up fields as desired, calculate, then approve the plan. This plan can now be treated properly at the 4dtc. However, the user copied the revised plan (creating revision #2) in 4dtc and pasted that revised plan into eclipse and recalculated. However, because the split-fields were without optimal fluence, the resulting dose distribution and mus did not match the original plan that they were attempting to reproduce. The user did not observe these changes nor perform any qa checks such as a hand-calculation, and proceeded to treat. Varian is reviewing 4dtc labeling to see if clarification is needed for this type of plan revision sequence. In addition, varian is evaluating the software design to determine if prod improvements are warranted to improve the plan revision workflow. However, no immediate corrective actions are planned. The software currently provides adequate warning of the missing fluences. The anomaly was initiated when a plan containing split-fields was modified (editing setup fields) at the 4dtc instead of rt chart, creating a plan revision and thus required re-approval. When the user attempted re-approval, the user received a screen message stating that the plan could not be re-approved because imrt fields did not contain actual fluences. The user copied the revised plan from 4dtc into the treatment planning software, eclipse, and recalculated. However, because the split-fields were without optimal fluence, the resulting dose distribution and mus did not match the original plan that they were attempting to reproduce. The preferred method once a split plan has been stripped of its actual fluence at the 4dtc is to go back in eclipse and copy/paste original non split plan. Then correct the prescription and then approve and treat the plan. This plan can now be treated properly at the 4dtc. In order for a hazard to exist, the user must first follow this unusual sequence, then review and approve the treatment plan without performing any qa checks on the plan. Even though, in this instance, the customer did not do such a review, varian feels that this is a fundamental step in treatment planning that, with a high degree of probability, will be followed by other users if they encounter this issue. Varian will address this software anomaly in future versions of eclipse.